Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 08-dec-2015, an fse conducted on-site follow-up with the customer. The fse observed that the cable to the detector was not seated. The fse seated the cable and the instrument returned to normal operation. The most probable cause of the reported event was due to the cable to the detector not being seated.

Event description:
On (B)(6) 2015, a customer reported dl flags (malfunction of detector unit) on their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.